Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had key issues where buttons were not responding as they should. Customer¿s blood glucose was unknown. Customer stated that up and down buttons works, the b button works but escape button does not always response neither does the act button. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.